Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pacemaker displayed a battery diagnostics anomaly. Review of session records revealed that the device was forced into relaxation. The patient was stable through the entire event and after. The patient would be scheduled for follow up.